Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Performance data collected from the device was analyzed and indicated the device recorded two power on resets. One on (B) (6) 2009 at 21:40:16 with cause of write to locked ram, and one (B) (6) 2009 at 18:16:59 with a cause of critical ram parity error.

Event description:
It was reported the patient had two power on resets. No history of radiation, air travel or medical testing. The device remains in use. No patient complications were reported as a result of this event.

Event description:
It was reported the patient had two power on resets. No history of radiation, air travel or medical testing. It was further reported that the device was removed and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported the patient had two power on resets. No history of radiation, air travel or medical testing. It was further reported that the device was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) performance data collected from the device was analyzed and indicated the device recorded two power on resets. One on (B)(6) 2009 at 21:40:16 with cause of write to locked ram, and one (B)(6) 2009 at 18:16:59 with a cause of critical ram parity error. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): performance data collected from the device was analyzed and indicated the device recorded two power on resets. One on (B)(6) 2009 at 21:40:16 with cause of write to locked ram, and one (B)(6) 2009 at 18:16:59 with a cause of critical ram parity error. Upon analysis, normal battery depletion found.